Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 370 mg/dl. Customer had already treated bgs by delivering a correction bolus, but indicated that they will administer a manual injection as well. During system check it was determined that there was about an inch gap of air. Customer was advised to contact their healthcare provider if bg levels do not decline.